Manufacturer narrative:
Updated sections: d4 expiration date, h4, h6 type of investigation and investigation findings. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
H10: additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. This event is most likely impacted by the progression of the patients underlying valvular disease pathology with structural valve deterioration. In addition, other patient risk factors such as the patients younger age at implant likely contributed to this event. This patient was 19-years-old at initial time of implant. Per the instructions for use," the decision to use a bioprosthetic valved conduit must ultimately be made by the physician on an individual basis after a careful evaluation of the short and long-term risks and benefits to the patient and consideration of alternative methods of treatment. Overall durability, especially long-term, has not been established for bioprosthesis. Since valved conduits are frequently used in palliative procedures in young children, practitioners should be aware of the body of published information on bioprosthetic heart valves reporting an increased incidence of leaflet calcification in patients under the age of 20." Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through the implant patient registry and found in the records that a patient with a 22mm 4300 porcine valved-conduit implanted in pulmonary position for approximately 1 year underwent a tpvr within the conduit due to heavily calcified valve with a peak gradient of 55 mmhg. The patient presented with shortness of breath. The procedure was performed with a non-edwards transcatheter pulmonary valve.

Manufacturer narrative:
There may be cases when a transcatheter intervention is indicated or performed. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. The subject device is not available for evaluation, as it remains implanted in the patient. Based on the available information, a definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 22mm 4300 porcine valved-conduit implanted in pulmonary position for 8 years and 11 months underwent a valve-in-valve procedure due to unknown reasons. The procedure was performed with a 23mm 9600tfx transcatheter valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.